Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the polarization on insulin pump screen that affect visibility. The customer¿s blood glucose level was unknown at the time of the incident. Customer report the insulin pump had reject new batteries, diminished battery life and unexplained no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm, no failed battery test alarm, no low battery alert, no missing segments or partial display anomaly during test and device passed the delivery accuracy test noted. (B)(4).